Manufacturer narrative:
Approximate age of device- 2 years and 2 months. It is unknown if or when the lvad was explanted from the patient after expiration. The device is expected to be returned for evaluation. The device has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experience pump stop. During the analysis of the log a pump stop associated with a driveline disconnect and a short to shield was observed. Additional information received through patient outcome reported that the patient expired on (B)(6) 2018 due to multi organ failure and withdrawal of care support. No further details were provided.

Manufacturer narrative:
Device expiration and manufacturing, respectively, have been entered. Manufacturer's investigation conclusion: log file evaluation confirmed a pump stop corresponding to a driveline disconnect captured on (B)(6) 2018 12:46am. A specific cause could not be conclusively determined. The driveline was reconnected at 12:47am and the system resumed normal operation for the remainder of the log file. No atypical events were captured. The system showed the device operating as intended. The patient expired of msof on (B)(6) 2018. Despite multiple requests, no further information was provided. The device was not returned. No further information was provided. The manufacturer is closing the file on this event.